Event description:
It was reported that the patient experienced elevated blood glucose at 256 mg/dl that had been slowly rising for several hours after a carbohydrate-heavy meal while using the ilet system, and the family was advised to monitor as this was not unexpected given the meal size. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed no device malfunction or component issue, with the event consistent with postprandial hyperglycemia following a high-carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with meal-related glucose excursion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.